Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient experienced a "major hypoglycemia". The cgm reading was accurate and was less than 30 mg/dl (which would have been low) and the patient experienced impaired consciousness. The receiver did not sound to alert her even though the audio mode was activated in gentle mode. Her partner treated her with sugar. There was no bg taken at the time of the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.